Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17jul19. The manufacturer¿s field service engineer (fse) confirmed the reported faulty nav ring failure. The customer was issued a credit.

Event description:
The customer reported nav ring failure. There was no patient involvement.